Event description:
It was reported the patient was due to undergo surgery a day prior to report for the definitive implant, but when opening the patient a purulent mass was discovered where the extensions were. It was stated the extensions were removed and the location of the mass was cleaned. It was noted the place where the electrodes were ¿was not infected by any means, and was left as such.¿ it was further reported from the outside the ¿wound was clean, just a regular crust, but it was when they opened up the patient, that the puss was visible.¿ it was further stated the patient was still hospitalized at time of report and were waiting for results of the infectiologist to decide on treatment. It was further noted the plan was to wait for two months to operate on the patient. It was noted extensions were removed on 12/04/2013. It was further reported there was infection at the extensions and the event required in-patient or prolonged hospitalization. It was further reported the implant would be completely removed in order to avoid dissemination of the infection. It was further reported the lead was explanted on (B)(6) 2013. It was stated the laboratory tests resulted in staphylococcus. It was noted the outcome was ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received reported that the event was not related to the procedure. It was noted that the event was possibly related to the device or therapy.

Event description:
Additional information received reported that the outcome was resolved without sequelae on 2013-(B)(6). Additional information received reported that signs and symptoms included that the dorsal wound was fibrin and inflammatory. It was noted that there were no signs or symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the event as seropurulent collection in front of the lead connector, (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID 39565-30, lot# 0207174761, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.